Event description:
The (B)(4) reported, surgeon submitted a presentation, "nonunion" failure of a fracture to heal, failure of advancing healing for approval. It showcases ten patients, various collected cases on the topic of nonunions. Patient # 7: this patient had two (2) revisions completed, broken out into procedures as follows: procedure #2: male patient experienced a revision to a plate and screw on an unknown date. X-rays were taken on an unknown date that showed a non-union and the plate implanted from the revision broke. All screws were intact. Patient was returned to the operating room on an unknown date, all hardware was removed, patient was revised to another plate and screw. It cannot be verified if the product is synthes product.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.